Event description:
A customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer's blood glucose level. The customer changed the cartridge and resumed insulin delivery.